Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. A visual inspection was performed and the reported condition was confirmed. The spike has particulate matter which appears to be dirt or grease. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2011, the sterile spike was found dirty on a miramed benjamix mixing set. There was no patient involvement, no patient injury or medical intervention reported. No additional information is available.